Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that shaft break occurred. A 2.25 x 20mm synergy xd drug-eluting stent was selected for use, however: it was noted that the shaft of the device broke in the guide. There were no patient complications reported.